Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced and adverse event. The patient stated they were walking to the garage and went down. The patient¿s wife heard the bells that were hanging on the garage door and found the patient kicking the door while having a seizure. It was indicated that the patient¿s blood sugar was low but did not know what his blood glucose value was at the time of event due to the receiver being cracked from his fall. The patient laid on the couch after experiencing the seizure and drank mountain dew and snapple. After in taking the drinks, the patient tested his blood glucose (bg) with a meter and was at 52 mg/dl. The patient did not require medical attention. There was no allegation against the dexcom receiver as the patient was unsure if it alerted for low bg values. Additional patient or event information is not available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior inspection was performed and the inspection failed. It was observed that the liquid crystal display (lcd) screen was cracked and damaged. The complaint confirmation was underdetermined as there was no allegation against the device. The probable cause could not be determined.